Event description:
I bought a soclean2 CPAP disinfector. It was not anything like it was advertised it came with a chemical and we were afraid to use due to the chemical. Recently I found out that the machine does not disinfect as advertised and is dangerous to humans. I asked company to return the purchase price but they r refusing stating we should have returned it right after we bought it. I did not know until recently that it didn't clean as advertised and that's its dangerous to use. I want to know is there any recourse?